Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore, an evaluation of the is under way. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported the automated impella controller (aic) showed failure controller alarm prior to prep for potential implant. Therefore, a new aic was used. There was no reported patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name updated. F6 and f8 should have been left blank. Updated h3 to device evaluation anticipated. H6 type of investigation code added.